Event description:
A us distributor contacted zoll to report that a patient developed open blisters under the lifevest equipment. Patient described the area as a rash with popped blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to loosen the garment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.